Event description:
Patient was found with blood pumping from a-line tubing. Arterial blood was pumping back. Prssure was fully inflated. Line appeared to have a crack in the plastic conector on tubing that goes directly into first stop cock. (First connection from the patient) a-line replaced. Patient's condition unchanged with no bad outcome. Upon exam, carck was noted in stated area (note enclosed a-line - area marked with green tape reflects cracked area) enclosed are the lot numbers presently on stock. Specific lot number for a-line is unavailabledevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: tubing. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.